Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was checked the day after her lv lead revision. The rv lead had decreased sensing, low impedance and no capture. Cxr showed rv lead dislodgment. On (B)(6) 2021, a lead revision was performed. The patient was discharged.